Manufacturer narrative:
(B)(4). Date sent: 7/25/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy procedure, the black blade fell off when the surgeon came close to the uterine manipulator. Another like device was used to complete the procedure. The procedure was prolonged by ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p9174a. The device was returned with the blade scratched, cracked and not broken off as reported by the customer. In addition, a broken blade was returned with the device. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation's may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.